Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was cutting but not sealing. This led to a lot of blood in the tunnel. The procedure was completed by bridging. The product was discarded. It is not believed to be the cord or generator as they have been switched out recently.